Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). A medtronic representative went to the site to test the equipment and found a loose cable in the mobile view station (mvs), after reattaching the cable the medtronic representative was able to verify pacs and the navigation system from the imaging system. The medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. No parts were replaced.

Event description:
A medtronic representative reported that during a spinal fusion procedure the imaging system was unable to connect to the navigation system. To troubleshoot the issue the medtronic representative bypassed the ethernet bulkhead on the imaging and navigation systems, the medtronic representative also tried two different network cables without resolution. The surgeon opted to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.